Event description:
Customer alleged that soon after replacing the lift strap, the pt was being lifted up off of the bed and then the buckle holding the slingbar came off and the pt dropped down onto the bed. No injury. Please refer MFR ref #8030916-2013-00052.